Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented in clinic. Upon interrogation, multiple mode switches since last check in (B)(6) 2018 for atrial lead noise was noted. The noise was reproducible via isometrics. This was most likely due to myopotential seen as the device reached maximum sensitivity during low amplitude p-wave sensing. Programming changes were made. Patient was stable and will continue to be monitored via in clinic checks and remotely.